Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a generator replacement, a chest x-ray exam revealed externalized conductors. The physician was unable to extract the lead so it was capped instead. A new lead was implanted. The patient condition before, during, and after the procedure was good.